Manufacturer narrative:
Supplement report: correction to the event date, field, from 04/03/2019 tp 04/26/2019. Initial report: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. In addition, the computer/analog pca was burned under the c1 capacitor. The shorted c1 capacitor caused the damage to the board. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During evaluation of the monitor for an unrelated problem, it was found that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. In addition, the computer/analog pca was burned under the c1 capacitor. The shorted c1 capacitor caused the damage to the board. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During evaluation of the monitor for an unrelated problem, it was found that the monitor was unable to power on.